Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The customer let the device cool for three to four minutes before completing the procedure successfully using the same device. No medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The customer let the device cool for three to four minutes before completing the procedure successfully using the same device. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.